Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported failure mode/identified defects can be attributed to improper handling and application of excessive force, impact to the scope. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the telescope exhibited a loose click pin. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and found that the click pin was loose, with the evaluation still ongoing. Should additional relevant information become available, a supplemental report will be submitted.